Event description:
It was reported that during preparation for a procedure, a polarsheath was selected for use, however after eliminating all the bubbles inside the sheath and saline system, when the balloon was entering the sheath, bubbles appeared inside the side port repetitively. The physician decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to return for further analysis.

Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. The polarsheath was visually inspected for any damage that would have led to the visible air/bubbles allegation seen in the field. No damage or defects were observed. The polarsheath was functionally tested in attempt to recreate the visible air allegation seen in the field. The functional tests include an aspiration, hemostasis, and positive air pressure test. These tests evaluate the performance of the hemostatic valve, some of which are under conditions more rigorous than a clinical setting. The sheath passed all standard functional testing. The sheath was able to hold pressure while pressurized at 5.5 psi in hemostasis testing, it passed aspiration testing with no sign of bubbles and passed air pressure testing at 6psi. The hemostatic valve was found to be in good condition with no damage or tears. The reported event was not confirmed.

Manufacturer narrative:
The polarsheath was visually inspected for any damage that would have led to the visible air/bubbles allegation seen in the field. No damage or defects were observed. The polarsheath was functionally tested in attempt to recreate the visible air allegation seen in the field. The functional tests include an aspiration, hemostasis, and positive air pressure test. These tests evaluate the performance of the hemostatic valve, some of which are under conditions more rigorous than a clinical setting. The sheath passed all standard functional testing. The sheath was able to hold pressure while pressurized at 5.5 psi in hemostasis testing, it passed aspiration testing with no sign of bubbles and passed air pressure testing at 6psi. The hemostatic valve was found to be in good condition with no damage or tears. The reported event was not confirmed.

Event description:
It was reported that during preparation for a procedure, a polarsheath was selected for use, however after eliminating all the bubbles inside the sheath and saline system, when the balloon was entering the sheath, bubbles appeared inside the side port repetitively. The physician decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to return for further analysis.

Event description:
It was reported that during preparation for a procedure, a polarsheath was selected for use, however after eliminating all the bubbles inside the sheath and saline system, when the balloon was entering the sheath, bubbles appeared inside the side port repetitively. The physician decided to replace the device and the issue was resolved. The procedure was completed. No patient complications were reported. The device is expected to return for further analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.